Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, troubleshooting, a review of service history, and a review of product labeling. Abbott support inspected and calibrated ict and r1 probe. The field service representative (fsr) replaced the ict cable, the ict tubing from the ict module to the 1ml syringe and the ict tubing from waste to the 1 ml syringe. Issue resolved after replacement of the ict tubing, pn 7-93269-0. A review of the (B)(4) service history shows no additional inconsistent or erratic results since fsr addressed the issue. A review of historical data for the replacement part revealed no trends, systemic issues, or related nonconformances. Review of the architect c8000 analyzer product monitoring did not identify any similar issues or trends. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information a product deficiency was not identified.

Manufacturer narrative:
Complete information patient information, patient identifier: multiple = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results on the architect c8000 analyzer. The following data was provided (mmol/l): sid (B)(6) initial 161.9, repeats 126.9, 136.8, sid (B)(6) initial 163.3, repeat 137.9. There was no impact to patient management reported.